Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a merlin.net transmission, the right ventricular lead exhibited low impedance. Then when the patient presented in clinic, it was found that the lead exhibited noise. Programming changes were made. The patient was stable throughout and would continue to be monitored.

Event description:
New information received states that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.